Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and an obturator sling was implanted. During the same surgery, an ams perigee intepro lite was also implanted to treat pelvic organ prolapse. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.